Event description:
It was reported that the lead exhibited noise and was not implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported noise problem could not be confirmed. Analysis found the lead exhibited normal electoral characteristics. Lead insulation passed the dry hi-pot test.